Manufacturer narrative:
Clarification d.6b explant date: explant date has not been provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Regulatory agency reported "intracapsular rupture" diagnosed by ultrasound. Healthcare professional later confirmed the rupture. This record is for the right side. The device was explanted.